Manufacturer narrative:
(B)(6). H3: one device was returned for repair with complaint that the pump does not detect the cassette. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Found detached downstream occlusion (dso) seal. Found defective latch sensor. The reported problem was duplicated. The dso seal and the latch sensor were replaced.

Event description:
It was reported that the pump doesn't detect the cassette. There was unknown patient involvement.